Event description:
It was reported that the ilet issued an occlusion alarm, after which the user removed the needle and replaced the infusion supplies, attached new tubing, and performed a ¿fill tubing only¿ procedure, which cleared the alert and resolved the issue without recurrence. Customer care provided support which included customer troubleshooting and confirmation of normal function after the supply change. Investigation of this case revealed that the occlusion was resolved by changing the infusion set and tubing, consistent with an infusion path obstruction related to disposable components rather than a pump malfunction. No clinical symptoms during the event reported. Outcomes included no injury, no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set or tubing occlusion that resolved after supply replacement.